Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a non-pregnant (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number 898927, inserted for permanent contraception. On (B)(6) 2015, during intercourse; patient's husband felt discomfort and was able to feel device at her cervix. In addition, it was informed that patient has had cramping that's been going on but otherwise asymptomatic. The inner coil was protruding from patient's cervix; when health care professional tugged on it, she had discomfort on left. Left coil was bent during placement. Patient had to be put to sleep under conscious sedation and other hcp (health care professional) removed and replaced it. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: lot number 898927 production date: 8/2011, expiration date: 8/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a reported product issue. No complaint sample was provided for a technical investigation. The batch documentation of the reported batch was reviewed. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the inner coil was protruding from her cervix (considered as partial expulsion of device). When health care professional tugged on it, she had discomfort on left and left coil was bent during placement. She experienced cramping. She had to be put to sleep under conscious sedation and essure was removed and replaced. The event partial expulsion of device was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Based on the information provided, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 14-aug-2015: the required number of follow-up attempts was completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the inner coil was protruding from her cervix (considered as partial expulsion of device). When health care professional tugged on it, she had discomfort on left and left coil was bent during placement. She experienced cramping. She had to be put to sleep under conscious sedation and essure was removed and replaced. The event partial expulsion of device was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Based on the information provided, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs